Event description:
Pt was tested for hcg as pre-operation procedure. Pt sample was tested 4 times. Results alternated between positive and negative. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was ni impact to pt health.

Manufacturer narrative:
MFR requested instrument for eval. Initial test by MFR was a false positive result. Instrument inspected and debris observed on optic's mirror. Mirror cleaned and multiple repeat testing results were normal. No further problems were reported with the instrument.